Event description:
It was reported that during an implant, low impedance and no capture were noted on the lead. Helix issue was also noted. The lead was replaced. There were no adverse consequences; the patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue, low pacing lead impedance and failure to capture were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to an overtorqued inner coil. After cleaning the helix and applying torque to the inner coil, the helix could be extended and retracted. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. The cause of the reported events of low pacing lead impedance and failure to capture was isolated to an overtorqued inner coil leading to internal shorts, consistent with procedural damage.